Manufacturer narrative:
(B)(4) date sent: 6/22/2016. Batch # unk additional information was requested and the following was obtained: were there any issues noted with clip formation during the procedure? No, the clips were straight, not crossing¿¿. Does the surgeon routinely use er420 for gallbladder cases or did this patient have an extremely large duct? Er420 on most cases, or an endocutter if too large what were the signs or symptoms of the patient to believe it was a bile leak? Rt upper quadrant pain what diagnostic testing was completed to confirm a bile leak and what were the results? Hida scan pipida how was the patient treated? ¿perk¿ or port drain and ecrp and stent what is the patient¿s current status? Patient in house for a couple of weeks. Developed pneumonia which prolonged stay ¿patient doing okay now.

Event description:
It was reported that after a laparoscopic cholecystectomy procedure, the patient returned six days later with signs of a bile duct leak. The initial procedure was performed on (B)(6) 2016 and the surgeon did not notice any quality issues with the device. The procedure was completed with the device and it was discarded after the case. The patient returned (B)(6) 2016 stating they "did not feel good all week" and presented with signs of a bile leak. It is not known what diagnostic testing was done. It is unknown what intervention was required. The current status of the patient is not known.